Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, the customer experienced a seizure and was unable to self-treat, requiring treatment with food and fruit juice provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Low signal was observed. Issue is therefore not-confirm due to early removal of sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, the customer experienced a seizure and was unable to self-treat, requiring treatment with food and fruit juice provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.